Event description:
Reportedly, the clip did not advance and the device was applied without a clip causing to the vessel to be cut. The application site was repaired without any further injury or complications to the pt. Procedure type: av fistula.